Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 42 mg/dl. Food and milk were consumed to elevate the bg to 120 mg/dl. The customer stated that the low bg was due to oversleeping.